Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error as well as crack on battery side on back. Customer's blood glucose value was 13.2 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump shut down and a little bit of condensation in the screen and it did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to power connector not plugged in properly. No unexpected critical pump error (open book image) alarm or moisture damage noted during testing. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label. The p-cap locks properly into place.